Manufacturer narrative:
(B)(4). Evaluation, results: (evaluation pending).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician stated that it was operator error not device failure. The physician stated that the cuff was somehow deployed inside other free-flow spring of talent cuff. The devices were explanted during surgical conversion due to a large proximal type I endoleak. Details of the patient¿s anatomy at implant were not available for return. During the implant a proximal type I endoleak was seen and 2 talent thoracic cuffs were implanted to resolve the endoleak. Patient follow-up information was not provided. It was recently reported that a large proximal type I endoleak was found. It was also reported that the previously implanted thoracic cuffs had been mis-deployed, as it appeared that the guidewire may had gone through the bare spring, with the cuff ending up being deployed within the cuff bare spring. The endoleak was too big and the mis-deployed cuff bare spring prohibited any endovascular repair; therefore, the decision was made to explant the device during open repair. The patient was successfully converted. From the examination of the returned devices and the clinical information provided, the cause of the proximal type I endoleak appeared to be due to the mis-deployed thoracic cuffs which likely occurred during the original implant. The bifurcate was returned transected just below the 1st covered spring; the distal section of the bifurcate and both limbs were not returned. The thoracic cuffs were returned detached from the bifurcate; however, the cuff bare springs were found entangled with each other. One of the bare springs from the initially placed cuff (outer cuff) was found to have entangled with 3 of the bare springs from the second (inner) cuff, and was misaligned inward 90º from the intended position. This entanglement did not allow proper release of the inner cuff bare springs and fabric and resulted in the constriction of the proximal cuff lumen to approximately 14mm inner diameter. This malposition of the bare springs also likely prevented an effective proximal seal. The cause of the entanglement could not be determined from the examination. This may have been caused by a misplacement of the guidewire or may have occurred during removal of the delivery system. Several fabric tears likely caused by bare spring abrasion were seen on the proximal graft margin of both cuffs likely the result of the entanglement. Several stent abrasion tears were also seen along the perimeter of the outer cuff #1, likely caused by abrasion from the underlying stent. These tears appeared ¿covered¿ by tissue in the as returned condition, and likely did not contribute to the proximal type I endoleak. No device issues were seen with the bifurcate. However, only the bare spring and 1st covered spring were returned; thereby limiting the extent of the examination. The cause of the proximal type I endoleak seen at implant could not be determined. Films were not available for return and the in-vivo configuration of the stent graft during the implant duration could not be assessed.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology is unknown. At the index procedure the patient had a type I endoleak that was repaired with a talent thoracic cuff. On the final angiogram there was no type I endoleak present. Currently, it was reported that the patient had a large type 1a leak of the talent stent graft and that the devices were explanted. While explanting the stent grafts it appeared that the stent graft had been mis-deployed or the wire had gone through struts and cuff deployed in struts. The endoleak was too big and the cuff spring was in the way, so the physician chose to explant. No additional clinical sequelae were reported and the patient is fine.